Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. Approximately (B)(6) 2021, the patient experienced stoma site draining lot of blood with a foul smell, green-yellow pus, tenderness, stomach pain and stoma swelling. The patient was treated with a 10 day course of oral levaquin with mupirocin 2% ointment and calmoseptine ointment. She reported the stoma site was cauterized about 3-4 times in the past at the wound care clinic which helped the bleeding at the time, but the stoma continued to ooze blood. On (B)(6) 2021 when visiting the physician, the patient had to hold pressure for at least 30 minutes after changing her bandage around the stoma due to excessive bleeding or used ice packs. It was reported that on (B)(6) 2021, the tubing was replaced.